Event description:
It was reported that during a da vinci-assisted surgical procedure, during the delivery of instruments to ceye, at the end of the procedure, the scrub nurse realized that one of the pulleys was broken, so the instrument was removed. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. A review of the provided image is consistent with a broken cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.